Event description:
In 11/2000, co learned the following: the graft was implanted to repair a dissection of the descending aortic in the bicuspid aortic valve. The blood lost through the graft puncture (sutures) channels was approximately 300mls to 400mls. The suture material was 4/0 prolene. Although the implant procedure operational result was good, the pt's post-operative condition was very poor due to mass transfusions, kidney and liver failure as well as sepsis. The incident date, initially reported in error, has now been corrected to 5/30/2000.

Event description:
The dr claims that during the procedure, the graft leaked blood from its suture line. The leakage was stopped by overstitching. The graft was left in. There was no injury or complication to the pt. Note: the incident date is unknown at this time and has been approximated. The quantity of blood lost through the graft is unknown at this time. The pt's condition is unknown at this time. The incident was reported by the dr as part of a group with no definite dates given. In 2000, co learned the following: the graft was implanted for an ascending aortic aneurysm procedure, the suture used was a prolene 3.0/v26.